Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No anomalies unexpected alarms noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had an alarm. The blood glucose at the time of the incident was 498 mg/dl. Troubleshooting was not performed. The device was returned for analysis.